Event description:
Event description: it was reported that a femoral dissection occurred while they were getting access. The issue occurred when the catheters were inside the patient and while trying to upsize the agilis sheath to go left-sided mid-procedure about 1.5 hours into the procedure. They had mapped the right ventricle and no ablation had been performed yet. The caller reported that the fellow was unable to advance the guidewire into the introducer, when they checked for a pulse in the leg, they were unable to feel a pulse in the leg and the leg was cold. The procedure was aborted and the cath lab team was called. The cath lab team performed an assessment and confirmed the injury with contrast angio/fluoro. The caller reported that the patient was rolled out to the or for further medical intervention. The caller reported that he did not know what type of medical intervention was being performed. The last patient status was "seemingly stable." The soundstar catheter and the stsf catheter were the therapeutic/diagnostic bwi products in use. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".